Event description:
It was reported that an ilet user experienced a pairing failure between the system and a freestyle libre 3 plus sensor after the sensor was initially scanned with the libre mobile application instead of the ilet application, resulting in no warm-up display on the pump. Symptoms included hyperglycemia with a high reading of 571 mg/dl, for which the user manually entered a blood glucose value into the ilet during the sensor warm-up. Outcomes included user inconvenience and the need for troubleshooting and education. Investigation included remote technical support, device-user interface review, and user re-instruction on correct sensor application and pairing. Investigation of this case revealed user scanning error and successful re-initiation of a new sensor with the correct pairing process, with the sensor entering warm-up. It was concluded that the event resulted from user error in pairing the cgm to the wrong application rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.